Event description:
The patient underwent (pta) percutaneous transluminal angioplasty of the right carotid and during prep, the agility flexible distal tip separated from the guidewire after the guidewire was prepped with saline gauze. The affiliate believes that the physician used too much force with his hand. Additional information indicated that the product was stored and handle according to (IFU) instruction for use guidelines, except as stated too-much force was used during wiping of the guidewire. The product was secure in the package. All IFU guidelines were followed during removal, prep, insertion, and delivery. Prior to inserting the guidewire in the patient, the guidewire distal tip was not re-shaped, it was just prep. The same products were utilized to complete the procedure. No further information was available.

Manufacturer narrative:
A device history record review for cordis lot 13143553 was performed and showed that this lot of products met all requirements per the applicable receiving inspection plan. Additional information will be submitted within 30 days of receipt.